Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The returned sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issue observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported about the customer (18 months old) who received 'lo' (reading less than 40 mg/dl) on the adc freestyle libre sensor and was given sugar by her mother. Subsequently a reading of 318 mg/dl was obtained on the built-in reader and her mother had to adjust with 1 unit of insulin. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported about the customer (18 months old) who received 'lo' (reading less than 40 mg/dl) on the adc freestyle libre sensor and was given sugar by her mother. Subsequently a reading of 318 mg/dl was obtained on the built-in reader and her mother had to adjust with 1 unit of insulin. No further treatment was reported. There was no report of death or permanent impairment associated with this event.